Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin leaked from 94 pen needles 31x8 asia before use. The following information was provided by the initial reporter: "insulin leakage from pen and pn connecting site".

Manufacturer narrative:
H.6. Investigation: no physical samples were received; the investigation was performed based on the photos provided. From the returned photos, unable to determine the non-conformance. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined.

Event description:
It was reported that insulin leaked from 94 pen needles 31x8 asia before use. The following information was provided by the initial reporter: "insulin leakage from pen and pn connecting site".